Event description:
A healthcare facility in (B)(6) reported that an mr850 respiratory humidifier was not detecting the heater wire. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device was manufactured in the year 2000. The components of the complaint device are currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow up report once we receive the components and have completed our investigation.